Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that during knee arthorplasty, the tibial articular surface provisional broke where it snaps into place with the remainder of the trialing assembly. The surgeon had difficulty removing the fractured pieces. After removal, as another provisional was not available, the fractured component continued to be used to trial the knee.

Manufacturer narrative:
One persona tibial articular surface provisional (ps tasp ) was received with the complaint for investigation. Visual inspection of the returned persona tasp ps left, cd, +0mm, bottom confirms the device post fractured off. The post was not returned for exam. This device is used for treatment. This particular device is listed in the aggregate tasp scope list associated with corrective actions. A field notification was sent to on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured before the design modification and was part of the re-design scope. Therefore, the root cause is considered to be a previously addressed design issue.